Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this product was part of an explant due to a patient infection. The leads were retained and reused with a new device. There was no report of adverse patient effects due to the explant procedure.